Manufacturer narrative:
The company representative examined the system. The footswitch, footswitch interface printed circuit board assembly (pcba), and the footswitch cable were replaced. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. A review of the system¿s event log confirmed the system message reported. The customer reported that when the footswitch issue was first noticed, it was found that the footswitch cable had been plugged in improperly. Improper connection of the footswitch may cause the footswitch, and the footswitch interface pcba, to become nonconforming. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this footswitch or system. The customer's consumable complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspect or functional testing could not be conducted. The system operator¿s manual includes specific instructions on how to properly connect the footswitch cable. Section 2.8 of the manual instructs, ¿grasping the footswitch cable connector, plug the cable into one of the two connectors. The red dot on the cable connector must be in alignment with the red dot on the console connector, and when the connector is in the correct position it will slide in smoothly.¿ the root cause cannot be determined. (B)(4).

Event description:
A healthcare professional reported that during a cataract surgery "nothing worked" during phaco use and a system message indicating "unknown footswitch type is detected" was displayed. The nurse connected a different footswitch but the issue persisted since the first footswitch remained plugged in. The nurse then unplugged the first footswitch and the procedure was able to be completed. The nurse also noted that when starting the system, after priming, the footswitch needed to be replugged because the "red points" were not correctly plugged, and the system was restarted to initiate the procedure. There was a delay of 30 minutes, perioperative local treatment needed to be prolonged, and the cassette and operating field were exchanged. The procedure was completed with no harm to the patient. Additional information has been requested.